Event description:
It was reported that the clot found was not acute, and it was not actively clotting.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 15may2019. The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months, 17 days. Manufacturer's investigation conclusion: a specific cause for the report of aortic valve thrombus and syncopal events could not be conclusively determined through this evaluation. A direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. It was reported that the patient had a syncopal episode and fell on (B)(6) 2018. Ems was called to assess the patient, but he refused to be taken to the emergency department. Blood pressure was elevated at that time, and he was experiencing dizziness. It was not clear if the patient hit his head with the fall. Upon further discussion, the patient and wife reported that he had a few syncopal and near syncopal episodes over the last week, some of which have resulted in falls. Ems brought the patient to the hospital on (B)(6) 2018 due to chest pain. Multiple pi events were noted upon lvad interrogation, and patient has had poor oral intake recently due to nausea and vomiting. Troponin was normal on admission, but the patient did have a positive troponin of 0.06 on the evening of (B)(6) 2018, reaching a peak of 8.53. The patient had a left heart catheter on (B)(6) 2018 and it revealed a clot to the root of the aortic valve occluding the left main coronary artery. The patient was treated with heparin. A tee on (B)(6) 2018 revealed a clot laying at the aortic valve leaflets. The patient was discharged home on (B)(6) 2018 without further episodes of dizziness/syncope. The patient remains ongoing on (B)(4). The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient's family reported to the vad coordinator on (B)(6) 2018 via phone that the patient had a syncopal episode that day and fell. Ems was called to assess patient, but patient refused to be taken to the emergency department (ed). Patient was dizzy with blood pressure (bp) was elevated at that time. Patient's family reported a few near syncopal and syncopal episodes over the week before which may have resulted in falls. Patient also slipped and fell in mud while outside on (B)(6) 2018, which was not reported until this event. It was reported that on (B)(6) 2018 the patient experienced chest pain and was brought to the hospital. Troponin levels were normal on admission, but they were positive that evening, later peaking. The patient underwent a left heart catheterization on (B)(6) 2018, which revealed a clot in the root of the aortic valve with some occlusion. The patient was treated with heparin. A transesophageal echocardiography (tee) was done on (B)(6) 2018 showing a clot laying at the aortic valve leaflets. Patient discharged home on (B)(6) 2018 without further episodes of dizziness/syncopy.